Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis three times this year. The customer stated that he was in the hospital two weeks ago. His blood glucose reading at time of admission was 499mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. After receiving the tubing clamp the high pressure test was completed and passed. The self test also passed. The caller mentioned that insulin in the reservoir compartment noted. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.